Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. The patient had been hospitalized for an unrelated event. During the third week of that hospitalization the patient was diagnosed with peritonitis. The cause of the peritonitis event was unknown. The patient was discharged to home on an unspecified date, but was then readmitted to the hospital for a recurrence of the peritonitis. The patient was treated for both episodes with vancomycin, ancef and gentamycin (doses, routes and frequencies not reported) the patient was also transferred to hemodialysis and the catheter was removed. The patient does plan to go back to pd therapy once recovered. The patient remained hospitalized at the time of this report. The patient has not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13a28038 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).